Event description:
Reportedly, pt returned to hosp one yr after valve implant because of a "stuck valve". Surgeon "thrombolysis" the valve and it opened. Pt returned after two yrs and was admitted to the hosp for the same reason. Surgeon was not able to "thrombolysis" the valve so he replaced it with another valve. No pt problems were reported as a result of this event. No further details available at the time of this report.

Manufacturer narrative:
Valve not yet returned for eval. The device history record for the valve was reviewed. The valve was built to specifications, and passed all tests and inspections. A root cause could not be determined because the valve has not yet been returned for investigation. Valve not yet returned for eval.